Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet system, treated lows with glucose tablets and juice followed by food, and subsequently observed elevated glucose levels including an overnight rise; the user had been advised by their healthcare provider to perform a factory reset due to suspected ilet maladaptation related to overtreatment of hypoglycemia. Symptoms included shakiness, palpitations, malaise, and cognitive fog during hypoglycemia. Outcomes included transient hypoglycemia to 50 mg/dl and hyperglycemia up to 196 mg/dl without hospitalization. Blood glucose was 90 mg/dl at the time of the call. Investigation included review of reported device behavior and user actions in response to low alerts. Investigation of this case revealed that the device issued low-glucose alerts as designed and adapted to the reported carbohydrate intake, and that repeated overtreatment and manual correction likely led to glycemic variability and perceived maladaptation rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user management of hypoglycemia, including overtreatment and subsequent corrective dosing, was the most probable cause.